Event description:
The customer contact reported a leak. It was reported that during priming, an unspecified volume of solution leaked at an unspecified location of the tubing of the tubing set. The customer contact reported that, "leakage was found in the tubing during the use of customer." No info was provided if the leak occurred during or prior to pt use; however, the customer contact indicated there were no reported adverse pt effects and no reported delay of therapy. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The international affiliate was contacted and info on reprocessing of the device was requested. No response has been received. This report represents all the info known by the reporter upon query by hospira personnel.